Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient observed pump off alarms on (B)(6) 2017 and (B)(6) 2017 after connecting to ac power. The alarms immediately resolved after returning to battery power. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages while connected to the power module. The patient was sent home with ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The reported pump stops were confirmed per the evaluation of the submitted system controller log file; however the driveline damage was not confirmed. The patient was provided ungrounded power module patient cables. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.